Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that viper prime torque handle was found to be out of drawing specification. The drawing specification is 72 - 88. The torque tested high - 88.24. There was no known patient or hospital involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual analysis of the returned sample did not find anything indicative of a product defect for viper prime torque handle a dimensional inspection was not conducted as no issue was found after visual examination. A functional test was performed using torque meter ez-torq iii 150i torque analyzer ID# (B)(4). Drawing 103224864 rev a was used as source of specification. Torque specification for the device is 72 lbf*in -88 lbf*in. Actual measured values range from 86.65 lbf*in- 89.37 lbf*in. The device is testing high according to 103224864 rev a. The complaint condition was replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the viper prime torque handle would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for viper prime torque handle was conducted identifying that lot number gb116809 was released in one batch. Batch1: lot qty of units were released on january 29, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.